Event description:
It was reported that approximately one year post implantation in the sfa, the vascular stent was found to be fractured. No intervention was performed. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.